Event description:
It was reported that patient has high impedance issues. As a result, surgery took place where the lead was explanted and replaced. Therapy restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.